Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case, with patient identifier (B)(6), is related to case with patient identifier (B)(6).

Event description:
The customer reported the adhesive from the infusion sets were not sticking to her skin. The infusion sets were falling off of her body. The patient experienced elevated blood glucose levels. The customer alleged the infusion sets she had from a particular box were defective. No adverse event was reported. The infusion set was requested to be returned for product evaluation.